Event description:
Additional information received reported that no further actions were taken and there were no allegations against the device, as it was noted to have worked appropriately. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead received multiple shocks for numerous episodes of ventricular fibrillation (vf). The shocks successfully converted the vf briefly, then the patient would go into vf again. The shock impedance measurements were greater than 125 ohms, and device recorded a code 1005 which is indicative of an open shock lead condition. Subsequent therapy attempts noted ¿no therapy¿ despite the patient still being in vf. The patient received an external shock which successfully terminated the vf. A request was made to have data from this device analyzed. Data analysis showed that the code 1005, or open shock lead condition occurred, and it was noted this should not affect the device; however, it was recommended to evaluate the device and lead. The device had no resets or other abnormal findings. The last manual shock impedance measurement was within normal limits. The device was later programmed off due to end of life care per hospice. No additional adverse patient effects were reported.